Event description:
As reported by the user facility: reports on (B)(6), a pt was on a bumex drip at 1ml/hr. There was 20 ml left in the bag and in 1 hour, the bag was empty. The pt was okay. Drug was not in the drug library. Pumps were looked at by their biomed dept. It appears that the programming of the pumps was correct. They cannot determine a cause for the over infusions. The pumps are now with a 3rd party for another analysis.

Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual pump has not yet been evaluated. The MFR's investigation into this reported event is ongoing. A f/u report will be filed when the investigation is completed.